Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1202 "proximal pressure line disconnect" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue occurred and was swapped for another v60, but there was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1202 "proximal pressure line disconnect" alarm error occurred. The customer replaced the patient circuit, but the issue remained. The customer then replaced the device, and the issue was resolved. The manufacturer's product support engineer (pse) evaluated the device, and after performing an inspection, the pse found that the reported issue could not be duplicated during a running test. No malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.